Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not alarm low battery prior to off no power alarm. The customer's blood glucose was unknown at the time of incident. The customer also reported motor error alarm and was unable to rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime or a33 test, rewind test and excessive no delivery test. Device was received with normal operating currents. Device was monitored for several hours and no unexpected battery power loss and off no power alert noted. Also, no motor error alarm noted during the testing. Motor passed motor test. (B)(4).